Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was seen in a bd luer-lok¿ syringe in a bulk sterile pharmacy convenience tray. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. A single 5ml syringe with cap and containing fluid was depicted, reported to be from batch # 7299677(B)(4). An arch shaped mark that appears to be damage can be observed between 1ml and 2ml grad markings on the syringe barrel. The light reflection interfered with the defect evaluation. The size, shape and nature of the defect could not be easily evaluated and, therefore, identified. Product defect confirmed based on photo received. DHR review for batch 7299677(B)(4). Manufacturing dates: 11/01/2017 to 11/04/2017. Batch quantity was 180,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7299677 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation of the current manufacturing processes did not reveal any sources that could cause the defect in the photos. Physical sample is required to properly identify and investigate the defect. Root cause could not be determined based on the available information. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.